Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had an e30 error. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: b5- added common name of device the device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction(s) were identified during the device evaluation: error code - e226 a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: water ingress into the plug unit caused a short circuit in the printed circuit board stored inside the plug unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the subject scope/probe device had an e30 error. There was no harm or injury reported.